Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to unspecified reasons. A new pair of 21cm x 12mm cylinders with ipp pump was implanted. Additional information received states the ipp was revised because the "device did not feel rigid enough."